Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use. The home patient (hp) stated that they had gotten the alarm a few times in recent therapies and was concerned if machine was working properly. The hp also stated that they had always been connected and did not see any leaks from either bags or connections at time of the alarms. The baxter technical service representative (tsr) explained the alarm and possible causes and advised the hp that machine was okay to use and advised to call baxter when alarm occurs, so that troubleshooting can be done.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter?s investigation, the root cause of the alarm was not determined. The batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.